Event description:
It was reported that the impedance on the atrial lead was varying. The ventricular lead had a gradual decrease in impedance, an increase in threshold, and noise. Twitching of the pectoralis muscle was also observed. Fracture of both leads was suspected. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 5076-58, lead, (B)(6) 2012. (B)(4).